Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal inflammation and cloudy effluent. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion added into dianeal for treatment. At the time of this report, the patient was not recovered from the events and dianeal therapies was ongoing. The reporter declined to provide further information. No additional information is available.